Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in oct 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. It was reported that patient was recovering after receiving unspecified antibiotic treatment for the event. The patient hospitalization and action taken with pd therapy were not reported. The reporter declined to provide additional information.